Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable was frayed at the distal idler pulley. The frayed strand was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the cable on the prograsp forceps instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.